Manufacturer narrative:
(B)(4). The wire was returned and investigated according to volcano policy. During functional testing, the reported failure could not be duplicated. The complaint was confirmed since the device did not have connectivity issues. During the visual and microscopic inspection, it was discovered that a pet mask, integral to the mfg process, remained on the distal end of the wire. To date, no other complaints regarding this failure mode within this lot have been reported. The mfg site is being made aware of this defect. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
The customer reported that prior to the procedure, the wire failed to be recognized by the system by producing an error 104 message.